Event description:
It was reported that on (B)(6) 2020 following introduction of a 5f celt device into a patient's femoral artery in order to close a puncture site, doctor deployed the distal wing and pulled back the implant into place in the arterial wall, then deployed proximal wing. However, he pulled the implant through the puncture site and removed the implant which was still attached to the delivery system (step 3 never was completed). He then performed 15 minutes of manual compression. The patient had no complications and was discharged on the same day per their standard protocol.